Event description:
It was reported that the pump touch screen had a white line and a blacked-out corner on the display, which impeded the customer's ability to see the battery percentage and interact with the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method insulin therapy.